Event description:
Customer called to report observing a small puddle on the reaction wheel cover beneath reagent probe a of the unicel dxc 600i synchron access clinical system. Customer also stated that one cuvette was failing the blank absorbance test, and requested service. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) visited the site and inspected the instrument, but was unable to reproduce the issue. The fse replaced the wash collar waste valve, and cleaned the dirty cuvette. The fse then verified instrument performance to ensure that the services performed effectively addressed the issue.

Manufacturer narrative:
The root cause of the leak is unknown, as the issue could not be reproduced. The fse verified proper instrument functionality. Customer has not called back to report any further issues relating to this event. (B)(4).